Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected pump error alarms during testing however, the formatted history file confirmed software error alarm( line number 2024 and file ID 246) and the motor arm cannot communicate with the main arm alarms due to a software error. Device also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose level was 200 mg/dl at the time of the call. Customer also reported that the crack on battery compartment for a long time. Customer stated that the insulin pump was shut off. Customer troubleshooting was not performed. The insulin pump will be returned for analysis.